Manufacturer narrative:
Device has not been received from facility.

Event description:
A report was received that the patient had a dysfunctional scs system. The physician replaced the leads. According to the physician the reported event is related to the system and not related to the procedure.

Event description:
A report was received that the patient had a dysfunctional scs system. The physician replaced the leads. According to the physician the reported event is related to the system and not related to the procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Device has not been received from facility.